Event description:
The (B)(4) study indicates that the patient experienced a neurological event. Emergent CT scan revealed new ischemic defect in the left posterior fossa area. Information received from the contact at the account states that the patient had right hand weakness 24 hour post procedure. Also, the angioguard could not be deployed as it would not reach the lesion due to tortuosity of the vessel. The patient is a (B)(6) male who was enrolled in the (B)(4) study for stenting of the right carotid artery. Lesion characteristics are unknown. The information received states that the physician attempted to advance an angioguard (cat and lot unknown) epd to the lesion, but was unsuccessful due to tortuosity of the vessel. A different (non cordis) embolic protection device was used and successfully placed distal to the lesion. It is unknown if the lesion was pre-dilated. A precise (cat and lot unknown) was successfully placed at the lesion. The procedure was successfully completed. 24hrs post stent placement, the patient developed mild r hand weakness. Emergent CT scan revealed new ischemic defect in the left posterior fossa area. Arm weakness mostly resolved at time of discharge. The patient was discharged four days post procedure with a rankin score of 1.

Manufacturer narrative:
Additional information regarding the vessel characteristics have been received and included in the event description. The (B)(4) study indicates that the patient experienced a neurological event. The patient experienced right hand weakness 24 hours post procedure. Emergent CT scan revealed new ischemic defect in the left posterior fossa area. The patient is a (B)(6) male who was enrolled in the (B)(4) study for stenting of the ostium of the right internal carotid artery. The vessel was described as mildly calcified and tortuous. The rate of stenosis was 95%. The length of the lesion was 25mm. The information received states that the physician attempted to advance an angioguard (cat and lot unknown) epd to the lesion but was unsuccessful due to tortuosity of the vessel. A non cordis embolic protection device (ev3) was used, and was successfully placed distal to the lesion. The lesion was pre-dilated. A precise (cat and lot unknown) was successfully placed at the lesion. The procedure was successfully completed. At 24hrs post stent placement, the patient developed mild right hand weakness. Emergent CT scan revealed new ischemic defect in the left posterior fossa area. Arm weakness mostly resolved at time of discharge. The patient was discharged four days post procedure with a rankin score of 1. Complaint conclusion: the (B)(4) study indicates that the patient experienced a neurological event. Emergent CT scan revealed new ischemic defect in the left posterior fossa area with right hand weakness 24 hour post stent deployment in the right carotid artery. It is believed there was a late embolic event, either from the stent and traveling to the left brain via the circle of willis, or emboli from the aortic arch secondary to catheter manipulation. The patient's medical history includes hyperlipidemia, cardiac arrhythmia, severe aortic / mitral valve disease, smoking, coronary artery disease, myocardial infarction and hypertension. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process. Embolic strokes are usually caused by an embolus (a blood clot that forms elsewhere in the body and travels through the bloodstream to the brain) that travels from other parts of the body to the neck or brain and blocks a blood vessel. Embolic strokes often result from heart disease or heart surgery and occur rapidly and without any warning signs. About 15 percent of embolic strokes occur in people with atrial fibrillation. When a clot forms in a blood vessel in the brain or neck it is called a thrombotic stroke. Embolic and thrombotic strokes are categorized as ischemic stroke. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.